Event description:
It was reported that the patient had vocal cord paralysis after her last revision surgery in 2009. Follow-up with the physician reveals that this is due to the surgical procedure and not associated with stimulation. He states that the vns is functioning properly. The patient's settings have been lowered and she has been instructed to talk as little as possible. Per the physician, the vocal cord function should come back over time.